Manufacturer narrative:
Patient had an antiseptic cream as intervention medication for post treatment care to address the blistered area. Treatment settings were within guidelines, however user error was involved because proper technique was not followed. Patient has since healed from the incident without complications. The device was evaluated and found to be operating as intended. This incident is reportable since the patient had intervention for its treatment.

Event description:
Patient developed a severe blister on knee from a pigmented lesion laser procedure.